Event description:
One of the scrub techs upon opening for a case opened the size 10 blade and on the blade itself it appeared there was either rust or some other type of residue that had been on the blade.